Manufacturer narrative:
The returned product analysis indicated that the ipg passed electrical, photographic and visual tests performed. The complaint of inability to communicate with the ipg was confirmed. An intermittent connection from the battery nickel strip to the fused connector caused the unit to be effectively turned 'off' at times since the connection to the battery was only present intermittently. This resulted in the lack of telemetry. Review of the device history records revealed no anomalies when the ipg was manufactured.

Event description:
A report was received that a patient's remote control would not communicate with the ipg. Troubleshooting was done but the problem persisted. The decision was made to explant the ipg and replace it with a new one. The new ipg is working well.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that a patient's remote control would not communicate with the ipg. Troubleshooting was done but the problem persisted. The decision was made to explant the ipg and replace it with a new one. The new ipg is working well.

Event description:
A report was received that a patient's remote control would not communicate with the ipg. Troubleshooting was done but the problem persisted. The decision was made to explant the ipg and replace it with a new one. The new ipg is working well.